Event description:
It was reported that the pull ring cap was detached from the patient line of the amia cassette and stuck to the inside of the plastic pouch. This was identified before use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6 and h11. H11: the device was received for evaluation. A visual inspection with the naked eye noted a damaged green pull ring cap sealed to the pouch and an incomplete pouch seal. A review of the photos showed the green cap not positioned on the patient connector. The reported condition was verified. The cause of the damage was determined to be manufacturing related during flow wrap sealing process causing the green cap to separate from the patient connector and also resulting in incomplete pouch seal. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.